Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump would turn off when the customer attempted to switch to number mode. Customer reported while trying to enter the transmitter ID number in the pump, the pump was unable to switch from letters to numbers. Prior to troubleshooting, the customer reset the pump without tandem technical support instruction and reported the issue was resolved. The customer's blood glucose level was not impacted.